Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The technical support specialist dialed into the station and followed the knowledge articles medapplication not launching automatically; station at blue screen and how to manually install rss agents & rss component manager. The tss attempted to update the station software through remote support service, but the update failed. The software was then manually installed without issue. The station was rebooted successfully, and it returned to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, there was a consistent issue with the screen freezing. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.